Event description:
As reported by the user facility information by bbm sales organization in united kingdom: "overinfusion." According to the customer: "got an infusomat space pump here, it has over infused to a patient (298mls in 3hrs despite rate being set at 23.6ml/hr."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report 400591239. The device has been investigated in our service department at b. Braun melsungen ag, melsungen, germany: 1. General information: complaint: (B)(4). 2. Information to the sample: 2.1 model: infusomat space. 2.2 article number: 8713050. 2.3 serial number/batch: (B)(6). 2.4 software version: n030005. 2.5 hours of operation: 9454 hours. 2.6 further information: n/a. 3. Investigation results: 3.1 history inspection: the device history files were read out and analyzed. No date of the incident was given from the customer. Therefore, the last infusion with the given set values were investigated. At 2023-02-10 19:35 pm a rate of 23,6 ml/ and a vtbi of 400 ml was selected. Then the infusion was started at 19:36 pm. Between 2023-02-10 19:36 pm and 2023-02-11 01:33 am the infusion was started and stopped several times by the costumer (reason for that could not be clarified). At 03:01 am an upstream alarm was displayed (reason for that could not be clarified). Up to that time the device has delivered 166,66 ml (act. Volume infused). At 03:18 am the vtbi was set to 300,3 ml. The infusion was started and was stopped one minute later. Then the line was taken out. The device could not reach the set values as the customer stopped the infusion several times. 3.2 visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the production seal on the lower housing were intact and undamaged. The device is in a clean state and no visible damage are to locate. 3.3 functional inspection: a functional test was performed. The device passed the self-test. A space line was inserted, the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. 3.4 pressure inspection: in checking the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The device matches the required values and standards. All measured values are within our specification. 3.5 flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of -1,85%. The accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24. The device matches the required values and standards. All measured values are within our specification. 3.6 disassembling: during the investigation no faults could be detected. To investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. 4. Assessment: 4.1 the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. The complaint malfunction could not be reproduced ore detected inside the history files. No product deviation. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.